Event description:
A customer contacted baxter's technical svc ctr regarding abnormal distension during therapy on a homechoice device. The home pt had performed a manual exchange in 2008 and filled with 1700 ml of a prescribed 2000 ml. The home pt then started therapy on the homechoice device later that day. The initial drain volume was 864 ml and the homechoice moved to fill 1 of 5. The initial drain alarm was set to 800 ml. The home pt stopped the fill at a volume of 1823 ml. The technical svc rep (tsr) had the home pt go to manual drain and drained 2950 ml. The home pt wanted to end therapy at that point. Tsr had home pt cycle the power and end therapy.

Manufacturer narrative:
The device has been requested for eval, but has not been rec'd. A f/u will be submitted when eval results are available.